Event description:
When the surgeon assembled the inserter and the stem in the medical procedure, he felt strangeness. It was possible to continue and finish the op.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The root cause of the event could not be determined because the event could not be replicated. Inspection of the returned device found the impactor handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information becomes available, this investigation will be reopened.

Event description:
When the surgeon assembled the inserter and the stem in the medical procedure, he felt strangeness. It was possible to continue and finish the op.